Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis (dlk) in the right eye two days post lasik. It was fairly diffuse. An oral steroid was prescribed and topical steroid dosage was increased. The patient is improving. The patient is scheduled for follow up. Additional information has been requested.